Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, contamination was found throughout the device causing the device to not function as designed. The device's blower motor, flow sensor assembly, tubing and active exhalation control module were replaced to address the issue.